Event description:
Customer reported in the ICU, potassium was intended to infuse over 1 hour, but was found to have infused in 5-10 minutes. The potassium was set up as a primary infusion. The pt is reported to be very sick and on about 8 different drips. The hosp has sequestered the devices and tubing and is doing their own investigation. Risk mgr will call when their investigation is complete. No pt harm or medical intervention reported. The customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device have not been returned. The customer is doing their own investigation and will call when their investigation has been completed. A f/u report with failure investigation results will be submitted should the device be returned for eval or should add'l info be received.